Manufacturer narrative:
Initial reporter's phone number: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 15, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a severe post pancreatic infected necrotic cyst during a cyst drainage procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the stent would not release from the scope. The stent was removed with the scope. The procedure was not completed and the patient was kept in the hospital for follow- up. On (B)(6) 2021, double pigtail stents were implanted for drainage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a severe post pancreatic infected necrotic cyst during a cyst drainage procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the stent would not release from the scope. The stent was removed with the scope. The procedure was not completed and the patient was kept in the hospital for follow- up. On june 22, 2021, double pigtail stents were implanted for drainage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6). Block h6: medical device problem code a1502 captures the reportable event of first flange difficult to position. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. The handle was received in step 2. Visual examination of the returned device found the outer sheath kinked adjacent to the luer lock. The tip/nose cone and a section of the inner sheath and cable were detached from the device and the detached sections were not returned. No other issues with the delivery system were noted. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, limited the performance of the device and contributed to the stent first flange difficult to position, device entrapment and outer sheath kinked. Also, the stent or tip/nose cone likely got caught on the scope during removal, which could have caused the tip/nose cone, inner sheath and cable detachment if continued attempts to pull the device were made, therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.